Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, pocket erosion was observed. The physician suspected the erosion was related to the electrosurgical procedure. The physician confirmed there was no indication of infection. The device was explanted. Later, a replacement device was implanted on the other side. No additional intervention was required. The patient was in stable condition.